Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the popliteal vein. The catheter was activated in thrombectomy mode for 20 seconds and a check saline error message displayed. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.